Event description:
Account reported that the ceramic tip of the vari-lase bright tip fiber of the vari-lase standard procedure kit broke off when the technician was cleaning the fiber for re-use after treatment of the rgsv. It was reported that the physician then re-used the broken fiber, without the ceramic tip, for treatment of the distal rgsv. No patient impact was reported.

Manufacturer narrative:
Upon completion of the investigation, manufacturer concludes that this event was a result of device misuse by the physician. The IFU for the vari-lase bright tip specifically states not to use the device if components are broken or damaged, as vessel damage may occur. It was reported that physician knowingly used a broken fiber on patient which could have resulted in venous injury. No patient impact reported.